Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
2 of 2 reports. Other mfg report number: 9615741-2019-00009. It was reported that on (B)(6) 2019, some drills of the hallulock set have important traces of residues inside the hollow bodies and there were also traces on supports.

Manufacturer narrative:
Failure analysis: due to the unavailability of kits in the warehouse, 2 kits were transferred from one facility to another facility for specific surgery. The sets were neither inspected nor decontaminated by trained integra employees. The standard travel set process was not followed. DHR: set was not returned to the kitting centre for inspection/ decontamination. Hence DHR does not need to be reviewed.